Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that 04/19 while doing my safety checks before starting cares, they noticed fluid on the floor underneath the bed, and it was very stickylike tpn. They saw it dripping from the end of the bed. After tracing my lines, they found drops on the IV tubing and around the junction where the med port on the IV pump infusion set is located. They showed action rn a. Xxxxx and notified the nnp a. Xxxxx. Grabbed a blood glucose which was 90 and the nnp ordered new fluids to hang. They placed a sticker where they noticed the leaking occurring on to the tubing extension set.

Manufacturer narrative:
One bd primary set and one bd extension set was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and a leak was observed coming from the filter vent. Additional air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process.